Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.(B)(4)

Event description:
The customer reported the device failed twice during operation check and displayed error message dx. A dx error could indicate a problem that would prevent the delivery of a shock, pacing, or ECG acquisition. There was no report of patient involvement.

Manufacturer narrative:
(B)(4)